Manufacturer narrative:
H.6. Investigation: a device history record review could not be performed because a lot number was not provided by the customer. One sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag and primed with saline. The set was successfully primed. The customer complaint that they are unable to prime the tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d 2ss 15m failed to prime due to flow issues/blockage. The following information was provided by the initial reporter: "failure to prime".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 2ss 15m failed to prime due to flow issues/blockage. The following information was provided by the initial reporter: "failure to prime"